Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported difficult to advance and patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event: estimated. D4: the UDI number is not known as the catalogue number was not provided. Attachment: medwatch report #mw5120086.

Event description:
User facility medwatch report received that states "it was reported that during a pulse field ablation procedure using a non-boston scientific guidewire and non-boston scientific catheter the patient experienced pleural effusion. It was noted that there was trouble locating the left superior pulmonary vein (lspv) using the non-boston scientific guidewire following the transseptal puncture. A non-boston scientific catheter was introduced into the left atrium to find the vein. The effusion was noted, and no interventions took place. The procedure was completed with no further complications. The patient made a full recovery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.